Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with currents within specification. No blank display was noted and the display was okay. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.

Event description:
The insulin pump is beeping. The alarm referenced the battery. The battery was changed about one week ago. The insulin pump has cut off and will not turn on with a new battery. Customer stated that she has been working and there are no unusual circumstances. The blood glucose reading is 148 mg/dl. During troubleshooting, explained the causes of blank display. The insulin pump will be replaced. Nothing further reported.